Manufacturer narrative:
(B)(4). Other device used: catalog #42512400710, persona ps vivacit-e articular surface, lot # 62274924 - manufactured by zimmer inc. - (B)(4). Catalog # 00111214001, palacos r bone cement, lot # 75344317 - manufactured by heraeus medical and distributed through (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain, stiffness, limited mobility, deformity of tissue surrounding the knee, and loosening.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information, which was incorrect at the time of initial follow up. Device was not returned so no product evaluation could be conducted. DHR was reviewed and no related deviations or discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined.

Manufacturer narrative:
Concomitant products: palacos r bone cement 1x40 single, catalog #00111214001 lot 75344317. Persona natural tibia 5 degree stammed left size e catalog #42532007101 lot 62354479. Persona vivacit-e articular surface fixed bearing posterior stabilized left 10mm height catalog #42512400710 lot 62274924. Nexgen prolong all poly patella standard size 32mm, catalog #00597206632 lot 62311926. A visual inspection of the device could not be done as the device was not returned nor were any pictures of this device (via photos or x-rays) returned. Review of the device history records for the femoral component and bone cement found no deviations or anomalies relevant to the reported event. These devices are used for treatment. The reported components were reviewed for compatibility with no issues noted. A complaint history search found no other reports of this nature for the reported part and lot numbers. Revision operative notes were provided for review. The patient was indicated for the procedure due to pre-revision x-rays demonstrating significant osteolysis and loosening of the femur. The femoral component was removed and was noted to being moderately loose. The final components were placed and noted to be stable, balanced and tracking well. No additional complications were noted for this procedure. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.